Event description:
Multiple needles straight out of the box have faulty safety mechanisms. The needle was not retracting - there was no way to encapsulate the needle after use in route to sharps container. Multiple syringes identified with misshaped plungers and at least one needle was bent 15 degrees directly out the packaging.